Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 4/6/2023, it was reported by a sales representative via email that (3) ar-3636 knotless 1.8 fibertak pulled out of the implantation site. The first knotless fibertak was drilled and inserted in the standard manner using the straight kit. Upon retrieving the repaired limb, after passing around the labrum, the anchor pulled out. The anchor was reloaded onto the inserter, and another attempt was made to insert the anchor, unsuccessfully. A new bone hole was drilled, and the fibertak was inserted. In this instance, the anchor pulled out while attempting to set it. It was not able to be loaded back onto the inserter. A third and final attempt was made to insert the anchor, but that anchor also came out. This was discovered during. A 3.0 suturetak was used to complete the case with no further issues. Additional information received on 4/20/2023: this was discovered during a labra repair procedure on (B)(6) 2023. Nothing broke inside the patient.